Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4)was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event. As this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR. It was determined, that a report was submitted in error. Upon further review, it was determined, that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg - additional information.

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.